Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Additional concomitant medical products: saline mentor smooth round moderate profile 475cc , catalog number 3501680, lot number 188994. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant. The healthcare professional confirmed deflation upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 7/26/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation is (B)(6) 2019 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/9/2019, during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 188994 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).